Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported an incomplete flap during lasik flap creation. The surgeon attempted to lift the flap but was unable to. Upon additional follow up it was reported the patient underwent prk treatment one week post treatment. The patient recovered well and no further treatment is expected.

Manufacturer narrative:
The product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).